Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and cap were damaged. This report is made based on results of investigation completed on 10/31/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: during investigation, the battery compartment was found to be cracked and the battery cap was found to have stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.